Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) was reported to have emitted tones. The field representative further added that the device had already declared end of life (eol) due to charge time (CT). Additional information was received from the field representative who confirmed that the charge time was greater than 30 seconds at 2.6 volts (v). The ICD is no longer in service and was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.